Event description:
It was reported the patient had a lack of efficacy and urinary frequency. Electrode pair 0 and 1 had impedance less than 50 ohms. The patient had less than 12 months longevity captured at their 48 month follow-up. The stimulator was replaced and the event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v550364, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event was updated from urinary frequency to neurostimulator battery depletion. Both the lead and the implantable neurostimulator (ins) were replaced.